Event description:
During a review of the pump's event history by baxter personnel, a flo-gard infusion pump was found to have experienced an occurrence of failure code 27. This was not reported by the customer. This condition had the potential to interrupt delivery. There was no reported patient involvement; therefore, no patient injury, medical intervention, or adverse reaction is associated with this event. No additional information is available.

Manufacturer narrative:
(B)(4). The device has been received by baxter, and the condition was confirmed. This is an ancillary service event. The cause was determined to be corrosion on the slide clamp sensor connectors. To correct the condition, the slide clamp sensor connectors were cleaned and re-soldered. If any additional information is received, a follow up MDR will be sent.